Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. A systems check was performed with tandem technical support and no issues were identified. Ultimately, it was recommended to replace supplies as necessary and continue insulin use.